Manufacturer narrative:
IV pole bent. Manufactures investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.

Event description:
It was reported by service report that the cover was broken with exposed sharp edges and IV pole was bent. It is unk by the customer if there was pt involvement or if there were adverse consequences reported.